Event description:
At/af episode #14 appears to be over sensing on the atrial lead. Appears to correlate with date of open heart surgery. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).